Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on both cycler pumps after ending their pd treatment. The amount of fluid was about 1/4 of the cup. The pd nurse (pdrn) reported not receiving an alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The pdrn was advised to disregard using the cycler that evening and resume the use of the cycler for the next day. It was reported that an alternate treatment option was not available due the patient still being in training in the clinic. Upon follow up, the pdrn confirmed the reported fluid leak was discovered while removing the cassette after treatment completed and fluid was found inside the cassette door. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the cycler has been performing well without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on both cycler pumps after ending their pd treatment. The amount of fluid was about 1/4 of the cup. The pd nurse (pdrn) reported not receiving an alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The pdrn was advised to disregard using the cycler that evening and resume the use of the cycler for the next day. It was reported that an alternate treatment option was not available due the patient still being in training in the clinic. Upon follow up, the pdrn confirmed the reported fluid leak was discovered while removing the cassette after treatment completed and fluid was found inside the cassette door. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the cycler has been performing well without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.